Event description:
A pharmacist reported that during intraocular lens (iol) implantation procedure, when the injector was placed against the corneal incision and injected, the implant hasn't entered the eye and has come out and one lens at the time of injecting, the lens was then tried implanted by putting in the cartridge to inject it a second time, one of the legs (haptics) didn't deploy and remained in the injector. New lens with same model was tried. The implant went halfway into the eye and then remained halfway out and lens was tried implanted by putting in the cartridge to inject it a second time, one of the legs (haptics) didn't deploy and remained in the injector. The surgery was completed with a third lens successfully. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).